Event description:
On (B)(6) 2010 the facility's representative reported to baxter global technical services one colleague triple channel volumetric infusion pump in which it turns itself off. It is unknown when the condition occurred. The condition occurred in the ICU (intensive care unit). According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a sharps container. The customer reports that a needle punctured and was protruding out of the sharps container. As a result, one of the technicians received a dirty needle stick. The tech that received the needle stick in his finger was evaluated by an on-site doctor at the facility and there were no issues detected. The needle stick was very minor and it only penetrated the upper layer skin. The substances used with these needles are considered chemical waste and there are no bloodborne pathogens or biohazard substances involved.

Manufacturer narrative:
The reported condition of turns itself off was not confirmed or duplicated. In the event history, the pump was manually powered off by the user on (B)(6) 2010 at 16:09:59. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B)(4).